Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report unexpected movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip was successfully implanted, reducing mr to 3. Echo imaging was difficult, there was difficulty visualizing the posterior leaflet. A second cds was advanced to the mitral valve, however the cds was inadvertently moved into the ventricle and the clip became caught on the chordae. There was a lot of steering and unexpected movements of the cds in the ventricle. The cds was taken out of the ventricle and leaflet grasping was performed and the clip was deployed. After clip deployment it was noted that the clip was deployed on the chordae only; the leaflets had not been grasped. The procedure was discontinued. A total of two clips were implanted, mr was reduced to 3. There were no consequences to the patient. The patient is stable. There is no scheduled date yet for additional treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported entrapment of device component (clip caught on chordae and difficulty positioning the cds appears to be related to a combination of procedural circumstances (poor visualization) and the user inadvertently moving the clip delivery system (cds) into the ventricle. It should be noted that in the mitraclip instructions for use states: the positioning should be in the left atrium. As the cds was inadvertently moved into the ventricle, the reported event is a result of the movement in the left ventricle. The poor image resolution is related to the difficulty in visualizing the posterior leaflet throughout the procedure and echo imaging deterioration due to the probe heating. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.